Event description:
This lead was explanted and replaced due to loss of capture. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
1-13-2016 - this lead was originally reported in 2008 (1028232-08-1611) as being explanted due to infection. We were notified that this lead was not explanted due to infection and has been active until it was explanted on (B)(6) 2014 due to loss of capture. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.